Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt presented to the hospital with volume overload and questionable hemolysis. He was determined to have a gi bleed during his hospitalization and underwent egd where he was found to have stomach submucosal lesions and was to follow up as an outpatient. On hd 7 he became febrile, had new leukocytosis, hypotension, and elevated cvp and was transferred to the ICU with septic and acute cardiogenic shock. He required large doses of vasopressors and inotropes. He also began to have several red heart alarms after transfer to the ICU prompting an echo cardiogram, which showed on flow through the lvad inflow graft. He continued to have red heart alarms and after discussion with the pt's wife the lvad was shut off and the pt expired.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.